Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure the scalpel could pass the pre-run test but unexpected noise was heard from the joint between the scalpel and hand piece. Solid tone with error code '5' after activating some times. Moved out the scalpel, reinstalled and the titanium tip broke during the pre-run test. The broken piece did not fall into the patient's body. Changed to another one to complete the procedure. No adverse event on the patient. One device will be returning.

Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched¿ evidence of contact with metal in or out of the operative field. The device was functionally tested with a generator. During functional testing on gen04 an error code 5 was displayed. A probable cause of the device to stop activating and display an error code 5 is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure, and continued usage can result in a broken blade. When the blade is damaged and prior to it breaking, it is possible to fail pre-run test, resulting in an error code. This was seen during our testing. It is possible that the unexpected noise heard from the joint between the scalpel and the handpiece could have been caused due to the blade not being properly attached to the handpiece.